Manufacturer narrative:
Awaiting product return to conduct quality investigation.

Event description:
Consumer called to report serious accuracy issues with her plink meter. Meter is very erratic. Analysis run on clark error grid using mean avg. Reading (241) as ref. Point vs. Bd readings (319, 162) yielded data points in the d range of the grid, outside of acceptable limits.